Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead had triggered an error code 1005, indicative of an open circuit, and the patient was in the emergency room. The patient had received three bursts of anti-tachycardia pacing (atp) for ventricular tachycardia, which did not convert. Then after two shocks the rhythm was converted. It was noted that second shock had high out of range impedance alert greater than 125 ohms. Boston scientific technical services (ts) discussed the option of performing commanded shock testing to test the lead, or recommendation to change out the lead and/or device. Additional information was requested for troubleshooting and plan of action for the patient. The system remains in-service. No adverse patient effects were reported.